Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for normal device replacement surgery unrelated to this event. Externalized conductors were observed on the riata lead during procedure. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable.